Manufacturer narrative:
Device evaluation: one photo was received for investigation. The photo shows the catheter covered in blood inside a plastic bag; the catheter is observed to be broken from the proximal side at the connection between the port and catheter. No other damage or dysfunctional conditions are observed. The broken catheter evidently will cause a leak in the system. The reported failure mode, leaking, was confirmed. No product sample was received; therefore functional testing could not be completed. A root cause could not be identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions taken at this time. This failure will continue to be monitored to determine if new actions need to be taken. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported, that the tubing was found damaged causing leakage. The port had been implanted in the patient for about 1.5 year. The product was removed by surgery. At that time, the tubing was found separated from port.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.